Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at battery tube side, fading serial number and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer states there is a crack near battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.